Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be the user interface pcb assembly.

Event description:
The customer contacted stryker to report that their device¿s display is white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section d4 catalog # of the initial medwatch report indicates: unk_asean section d4 catalog # of the initial medwatch report should have indicated: (B)(4). Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Event description:
The customer contacted stryker to report that their device¿s display is white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device¿s display is white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.